Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The peeled / delaminated was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the prostyle packing was opened, it was noted that the guidewire exit port marker presented with extremely poor printing. Additionally, the marker ink also spread all over the sheath; therefore, the device was not used. There was no patient involvement. No additional information was provided.